Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's scs ipg migrated causing the patient discomfort. Consequently, surgical intervention was taken and the patient's physician explanted the ipg and implanted a smaller device for patient comfort.